Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cut in half, typical of insertion and removal of the eye. Scratches are observed on the anterior surface of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of a non-qualified viscoelastic. Power and resolution inspection could not be conducted due to extensive damage. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. Power and resolution inspection could not be conducted due to extensive damage. Information was provided that lens (1.50cyl), 20.0 diopter (add power +2.2/+3.2) lens was replaced with (1.50cyl), 20.0 diopter (1.5 extended depth of focus) lens. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient was unable to drive and experienced halos, glare and blurry vision. The iol was exchanged in a secondary procedure for a different lens after initial implantation. Patient was zero tolerant for the lens. Additional information has been requested and received stated that patient issues were resolved and there was no patient harm and patient was not hospitalized.